Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal segment was performed. Visual inspection noted the returned terminal segment of lead was 5.6 cm in length and had been severed. It was still attached to the device header and was fully inserted. The lead was removed without issue. The lead was placed into an is-1 header port and passed without any difficulties. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that at the elective procedure to replace this patient's device, the setscrew for the right ventricular (rv) lead was stuck. The physician used torque wrenches without success and believes he broke off a competitive wrench in the device header. This rv lead was cut and removed from service. A new device and rv lead were implanted without further incident. No adverse patient effects were reported.